Manufacturer narrative:
Reported event an event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results -product evaluation and results: the field service engineer reported: case number: (B)(4), work order: (B)(4). Problem reproduced? Yes. Trouble shooting notes: none. Work performed: adjust tension on j5 transmission cables. Re-seat backside cards on cpcikinematic calibration on right and left sides setup and perform saw bone test. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob204 was inspected on 16/05/2012 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob204 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Case number: (B)(4): mps reported arm shaking in haptics, dr. Requested service visit.

Event description:
Case number: (B)(4). Mps reported arm shaking in haptics, dr. Requested service visit.

Manufacturer narrative:
Reported event an event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: adjust tension on j5 transmission cables reseat backside cards on cpci kinematic calibration on right and left sides setup and perform saw bone test with justin. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob204 was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob204 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.